Event description:
After successful deployment of vivexx carotid stent under research protocol, the stent delivery system was difficult to remove. After several unsuccessful attempts to remove the stent delivery system, the sheath was advanced in an attempt to remove both the delivery system and the distal protection device as one unit. After both devices were removed, they were inspected. The radiation marker and a portion of the protective material from the shield were noted as missing from the distal protection device. Multiple attempts to jail the marker to prevent migration were unsuccessful.